Event description:
It was reported that the patient presented remotely via (B)(6) . It was observed that episodes of undersensing was observed on some electrocardiograms. Programming changes were made. No undersensing was seen in new transmissions following programming. The patient was stable.